Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and erosion. Reportedly, the wire was showing through the opening and pus was found inside the pocket. There were no additional adverse patient effects reported. The lv lead was explanted.